Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captvia stent graft was intended to be implanted in the endovascular treatment of a aortic hematoma <(>&<)> ulcer . It was reported that prior to the procedure, after unpacking the stent, it was found that the central cavity of the stent could not be flushed smoothly with heparinized water. After many attempts, the stent could not be flushed smoothly. Therefore another stent graft with the same dimensions was used to proceed with the procedure alternatively. As per the physician the cause of the event could not be determined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis (device) device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. It was not possible to flush the device via the sideport extension during decontamination and analysis. There was no damage to or blockage in the sideport which would have prevented flushing. There was no gap observed between the taper tip and the graft cover tip. There was no damage observed to the device which would have prevented flushing. The graft was deployed, and the delivery system flushed via the sideport with no issue noted. Graft cover ID was measured at 0.0.0283-inch (0 degrees) and 0.0.0284-inch (90 degrees), average ID measurement 0.0284-inch; specification is 0.0283-0.0287 inch. The cause of the flushing difficulties could not be determined through analysis. Product analysis (photo) two photos were received from the account. The cause of the difficulties flushing the device could not be determined from the photos. D9: device received for analysis 27-jul-2021, photos received for analysis 17-jul-2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.